Event description:
It was reported that following implant, patient had experienced a device pocket/catheter tract infection approx. In mid-july. A small hole was indicated to have been developed on her skin along the incision. Patient symptoms included cellulitis, drainage, incisional wound opening and pain. Patient was treated with multiple rounds of antibiotics and "struggled to ever get the incision to completely heal". It was added that patient had a medical history of cellulitis and (B)(6). Patient was admitted to the hospital and indicated to have "hemoglobin of 5". The pump and partial catheter were surgical removed and discarded. In regards to the catheter it was added that the catheter was "cut and tied off out of the range of the pocket infection, capped/abandoned/partially removed". Drug delivered via the device was infumorph. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); catheter model: 8598a, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).